Manufacturer narrative:
Added b5, g3/g4, h1/h2, h6

Event description:
The 30 day CT scan showed that the device moved upward and was no longer covering the hypogastric artery, resulting in restored blood flow. The distance the device may have migrated is unknown.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 cfr part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The field sales associate (fsa) reported the following to gore: on (B)(6) 2026, the patient underwent an endovascular procedure to treat an aneurysm utilizing the gore® exlcuder® conformable aaa endoprosthesis, gore® exlcuder® aaa endoprosthesis and gore® exlcuder® iliac branch endoprosthesis. It was reported that one of the contralateral legs did not land in its intended location and completely covered the left hypogastric artery. The physician believed the device was positioned above the hypogastric artery at the time of deployment; however, this was not the case. No reintervention was performed. The patient tolerated the procedure.